Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced bladder hesitancy, urgency, overactive bladder and frequency.

Manufacturer narrative:
Date sent to the FDA: 08/16/2017. Patient codes: (B)(4)urinary tract infection, (B)(4) scar tissue, (B)(4) muscle spasms, (B)(4) erythema. It was reported that following insertion the patient experienced pelvic spasms, dysuria, urinary tract infection, vulvar erythema, and vaginal scarring.